Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose over 600 mg/dl on (B)(6) 2017 through (B)(6) 2017. Customer had symptoms such as vomiting and frequent bathroom visits. Customer then went to the emergency room where he was admitted. Customer was treated with an IV, fluids, and insulin. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed. The drive support cap was normal. No leaks or air bubbles were noted. No issues were noted with bent cannulas or the insulin. Customer was unsure if their had been recent changes to his setting. Customer stated he needs assistance with programing the insulin pump so unable to verify programing issues. High pressure test was not performed and customer was advised to call back to perform testing to ensure their are no issues with the insulin pump. Customer was also advised to contact trainer to assist with translating numbers to insulin pump language. The device is not returning.